Event description:
It was reported that following the implant procedure the patient was experiencing rib pain on the left side which has not subsided for five weeks. It was noted that nothing abnormal happened during the procedure that caused the pain. The patient was prescribed with medication.